Manufacturer narrative:
Initial.

Event description:
It was reported that during a remote training session the pump displayed an unable to proceed alert during fill tubing, and troubleshooting guided the patient to remove the cartridge, perform a dry run to 120 units, reinstall the cartridge, and complete change cartridge and tubing, after which drops were observed; the issue aligned with a device problem consistent with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during the process, and the device problem was consistent with a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.